Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to pump stopped working. The customer reported hyperglycemia and diabetic ketoacidosis were treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1880, mmt-399a, mmt-332a. Customer declined troubleshooting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The customer stated, the pump never notified the customer, that she had a low battery. Reviewed the pump history file and found a low battery alert on 06/08/2024 at 17:06:00.000. The low battery alert triggered 4 days, prior to the event date (B)(6) 2024. The pump powered up properly, after the test battery was installed. The pump was monitored for 5 days. No blank display noted. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted, during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump was received, with a depleted energizer alkaline battery installed. No damage noted, on the original battery cap. Please see below for the boluses listed on the event date (B)(6) 2024, in the pump history file. 06/12/2024, 06:24:14.000, normal bolus delivered (220): bolus programming method: manual bolus (0), normal bolus amount programmed: 100000 (10 u), bolus amount delivered: 100000 (10 u). 06/12/2024, 07:39:57.000, normal bolus delivered (220): bolus programming method: bolus wizard (1), normal bolus amount programmed: 68000 (6.8 u), bolus amount delivered: 68000 (6.8 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2024, in the pump history file. 06/13/2024, 00:00:00.000, daily totals g670 (63): daily total collection start time: 06/12/2024, 00:00:00.000, daily total of all insulin delivered: 262750 (26.275 u), daily total of basal insulin delivered: 94750 (9.475 u), daily total of bolus insulin delivered: 168000 (16.8 u). There were no autosuspend (12) alarm noted, in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date (B)(6) 2024, in the pump history file. 06/12/2024, 13:30:50.000, insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. 06/08/2024, 17:06:00.000, alarm alert notification (40): fault number: low battery alert (104). 06/09/2024, 02:37:00.000, alarm alert notification (40): fault number: change battery fault (73). 06/09/2024, 02:47:00.000, alarm alert notification (40): fault number: change battery fault (73). 06/09/2024, 03:08:00.000, alarm alert notification (40): fault number: off, no power (11). 06/09/2024, 03:18:00.000, alarm alert notification (40): fault number: off, no power (11). 06/09/2024, 03:19:03.000, alarm alert notification (40): fault number: post reset ram crc alarm (23). 06/09/2024, 03:19:16.000, alarm alert notification (40): fault number: batt out limit (6). 06/09/2024, 03:19:24.000, alarm alert notification (40): fault number: batt out limit (6). Earliest power data available, per the power management tool/detail trace file is on 6/15/2024, 11:02:57 pm. There was no power data available, for the dates of 06/08/2024 and 06/09/2024. Unable to check power data for low battery alert, replace battery alert/change battery fault (73) and replace battery now alarm/off, no power (11). The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected, due to the battery power depleted and the pump's time reset. Low battery alert (104): unknown. Change battery fault (73): unknown. Off, no power (11): unknown. Pump error 23: not confirmed. Batt out limit (6): not confirmed. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed, the functional testing. Unable to confirm, alleged high bgs. No current code/category not confirmed (low battery alert). Low battery alert not confirmed. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.